Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not communicated. The field service engineer corrected the conncetions for all stations. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicated. The customer stated that there was no internet for hospital wide for five hours. Need to resolve this issue before surgery happend. There were no adverse events or injuries reported based on this event.